Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the last firing of the sleeve gastrectomy on the thinner part of the stomach fundus, the handle was able to recognize the reload and stapler was able to fire but staple line was incomplete centrally. It was stated that the black load would not advance halfway. A second black reload was fired with the same unsuccessful result. The staple reinforcements were cut away from the staple load was to remove the two consecutive failed firings that only progressed about halfway. Another reload was used to complete the staple line and procedure with success. There was no patient injury.